Event description:
The green light remains illuminated continuously and not blinking. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 6th march 2017. The multiple instances of temperatures recorded below the recommended indicated conditions in the history log and the visual evidence of moisture observed within the device, would indicate that the device was subject to storage outside of the indicated conditions. Upon device receipt the pad clock was not incrementing and had a nonsensical date and time displayed. On visual inspection of the pcba, the bt1 coin cell was corroded and was found to be depleted. This would account for the failure of the pad clock incrementing and the rtc fault recorded in the history log as the coin cell powers the rtc. The corrosion observed within the device pcba and moisture marks on the device casing would indicate the device was subject to moisture ingress. This had resulted in the damage and resultant failure of transistor q36 and account for the green status indicator remaining constantly lit as per reported fault. After replacing transistor q36 and the coin cell, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Advise user of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new 350p device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The green light remains illuminated continuously and not blinking. There was no patient involved in this event.